Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6), 2017, primary tha surgery was performed and the tritanium cup was implanted in the left hip of the female patient. On (B)(6), 2023, central migration was confirmed. The cup was about to go through the inner plate of the hip joint and the patient complained of pain.

Manufacturer narrative:
An event regarding subsidence involving an trident shell was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: catalog: 500-03-46b, , lot: m3460y. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. 500-03-48c, , lot: vt5yjn review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lots referenced. Conclusions: it was reported that central migration of the shell was noted and that the patient complaint of pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The patient has bilateral tha's; this event is for the left hip. The hospital is unsure which device is implanted on the left hip and provide us with both devices information; therefore, an investigation for each device has been completed under this complaint. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On (B)(6) 2017, primary tha surgery was performed and the tritanium cup was implanted in the left hip of the female patient. On (B)(6) 2023, central migration was confirmed. The cup was about to go through the inner plate of the hip joint and the patient complained of pain.